Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A (B)(6) distributor contacted zoll to report that a patient's pre-existing surgery suture was bleeding and garment needed to be changed. There was no alleged device malfunction contributing to the irritation. Patient reported that the surgery wounds were supervised by the family doctor. The outcome of the irritation is unknown.